Manufacturer narrative:
Skin infections such as abscess, may manifest as swelling, redness, induration and pain and appear within days after injection. These are well-known and widely documented adverse reactions in the context of hyaluronic acid filler injections. Infections are usually caused by an association of multiple bacteria that invade the wound at the site of injection due to a temporary disruption of the skin barrier. Lack of asepsis during injection and/or post-treatment care are common etiologies for this complication. Adequate treatment with antibiotics leads to a complete resolution of the symptoms without sequelae. Additionally, the risk of such adverse events is mentioned in the instructions for use of products. Of note, rha 4 is not indicated for this area in the us.

Event description:
Primevigilance notified teoxane of an adverse event on 27-feb-2024. The patient was injected with rha 4 in bilaterial cheeks on (B)(6) 2024 and not on (B)(6) 2024 (contradictory information received in the follow up report with a date of injection on (B)(6) 2024 and a date of antibiotic therapy on the same day vs patients reported pain and swelling 2-3 days after the injection and came to the office 3 days after when symptoms worsened where the antibiotics treatment started). The injector used 1 ml of rha 4 in total, 0.5 ml on each side. The injection was done with a 25g cannula.  The patient medical/cosmetic history included: - a dental treatment (crown change) the day prior to injection. - on (B)(6) 2024, patient had rha4 in the cheeks and juvederm ultra plus in the lips. - in (B)(6) 2023 juvéderm ultra plus in the lips. - gluten sensitivity. - no history of autoimmune disease. - intake of atorvastatin (for cholesterol). Two or three days after the injection, the patient experienced pain and swelling. Three days later, on (B)(6) 2024, the patient came to the injector's office since pain/tenderness was worse and more red. The patient presented redness and induration and a moderate inflammatory reaction was diagnosed by the injector who prescribed an antibiotic (clarithromycin, 500 mg, 2x/day). The next day, on (B)(6) 2024, clarithromycin was changed into another antibiotic (doxycycline, 100 mg, 2x/day) for 14 days due to stomach upset and dizziness.  On (B)(6) 2024 an incision and drainage procedure as well as a culture were performed. Purulent drainage was noticed, and culture revealed a staphylococcus infection. Therefore, a unilateral on the right side abscess was diagnosed by the injector. On the 05-mar-2024, we were informed that the patient was recovering, thus the case was closed.  Based on the first information received, the case was first assessed as not reportable. However, according to the information received on 05-mar-2024, the case was upgraded as reportable due to evidence of an abscess.